Event description:
The hospital reported that during a coronary artery bypassprocedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was outside the loading device when it was returned. The seal can be seen through the translucent side of the loading device. It was also observed that the blue lock on the delivery device was disengaged and the white plunger partially pressed, indicating premature deployment. The seal was pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The seal appeared intact. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.48 in. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure fitting problem was confirmed. The analyzed failure premature deployment was also confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.